Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 and (B)(6) 2016. It was reported that the patient experienced pain, nausea, diarrhea, chills, inflammation and other undisclosed adverse events. The patient had a previous mesh implanted on (B)(6) 2014 and (B)(6) 2015 which is captured in separate files. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/17/2023. It was reported that the patient experienced mesh infection, small bowel obstruction and small amount of fluid.